Event description:
The hcp reports a device was returned for analysis after 37.8 months of service life due to the pt experiencing a sudden worsening of dystonia. On 08/15/06 the pt experienced a sudden worsening of their dystonia symptoms while at home. The pt was seen the next day and upon interrogation of the device it was found to have reset to incorrect parameters. The correct parameters were reinstated but again defaulted the next day. The device was explanted and replaced. The explanted device was returned to the manufacturer for analysis for suspected bond wire breakage.

Manufacturer narrative:
H6: final device analysis reveal - bond wires broken. This device is part of the affected serial number range for the kinetra broken wire bond recall.